Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an act button which, when pressed, made an abnormal grinding noise. The customer's mother did not know the blood glucose reading. She stated that the customer had experienced a low blood glucose event due to hormone fluctuations, and he treated with juice. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with all of the buttons are functioning properly. No keypad grinding sound noted as buttons are pushed. The insulin pump passed self test, the alert tones and vibrator are working properly and no vibrator or tone anomaly noted. The insulin pump has cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window and scratched reservoir tube window.